Event description:
Additional information: the device was explanted due to a type I endoleak. The type I endoleak was confirmed. The type I endoleak was due to disease progression. The explanted device was discarded. Not all the devices were explanted. The patient has been discharged home and is doing well.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel mo rphology at the index procedure is unknown. Currently, the aneurysm is 5.1 cm in diameter. It was reported that the patient was in for a routine follow up appointment. The physician stated that there is a possible type I endoleak. The patient was referred to another physician for further evaluation. No clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
(B)(4).